Event description:
The following was reported to gore on 2/19/24 from a retrospective study: on (B)(6) 2020, this 75 year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a terumo bolton branch device and eight gore® viabahn® vbx balloon expandable endoprostheses (vbx-devices) to the celiac trunk (1), superior mesenteric artery (2), right renal artery (2), and left renal artery (3). The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. The patient was noted to have a left renal artery branch occlusion in all three vbx-devices on (B)(6) 2021. According to the study database, "permanent impairment of a body structure or a body function including chronic disease" was reported. Reintervention, hospitalization, and/or medication were not required. Due to the absence of clinical signs or symptoms at that time, no intervention was required.

Manufacturer narrative:
B5 was updated. Imaging evaluation: according to the study database, cta's of three time-points were uploaded to the gore imaging server and evaluated by the gore core lab with the following results: (B)(6) 2021 (lra patent), (B)(6) 2021 (lra patent), and (B)(6) 2021 (lra occluded).

Event description:
The following was reported to gore on 2/19/2024 from a retrospective study: on (B)(6) 2020, this 75 year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a bolton branch device and eight gore® viabahn® vbx balloon expandable endoprostheses (vbx-devices) to the celiac trunk (1), superior mesenteric artery (2), right renal artery (2), and left renal artery (3). The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. The patient was noted to have a left renal artery branch occlusion in all three vbx-devices on (B)(6) 2021. Reintervention, hospitalization, and/or medication were not required. Due to the absence of clinical signs or symptoms at that time, no intervention was required. (B)(6) 2024: new ae alert -(B)(4)received with term "death for unknown reason." The cause of death is unknown, and it was not suggested that the vbx devices caused or contributed to the event.

Manufacturer narrative:
B5 describe event or problem was updated. H6 evaluation codes investigation findings c20 was selected because no device investigations were able to be performed. As the device remains implanted, a further investigation of the device cannot be performed. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. With the information provided to gore, the cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events, potential clinical and device adverse events, possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Event description:
The following was reported to gore on 2/19/24 from a retrospective study: on (B)(6) 2020, this 75 year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a bolton branch device and eight gore® viabahn® vbx balloon expandable endoprostheses (vbx-devices) to the celiac trunk (1), superior mesenteric artery (2), right renal artery (2), and left renal artery (3). The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. The patient was noted to have a left renal artery branch occlusion on (B)(6) 2021. Reintervention, hospitalization, and/or medication were not required. The adverse event is ongoing and the outcome is unknown.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information like lot-/serial no. And which vbx-device exactly has occluded, was requested from the study coordinator. No further information has been provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.